Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens has vaulted (z-syndrome) in the patient's right eye approximately 9 weeks post implant. The patient complained of blurred vision. The surgeon plans to explant the lens after unsuccessful attempt to reposition the lens on (B)(6) 2014.